Manufacturer narrative:
H.6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported that they had false positive results with the target shigella. Bd service confirmed with customer that environmental monitoring was performed and confirmed contamination. Customer states they performed decontamination three times on the instrument. After decontamination, no more false positive results were reported. Customer confirmed no results were transmitted to patients. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive result occurred. The following information was provided by the initial reporter: customer having false positive since yesterday with the target shigella they did some environmental monitoring that came out positive and only for target shigella customer run different tests , false positive only are coming with shigella target.

Manufacturer narrative:
PMA/510k info: k111860 k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive result occurred. The following information was provided by the initial reporter: customer having false positive since yesterday with the target shigella they did some environmental monitoring that came out positive and only for target shigella customer run different tests , false positive only are coming with shigella target.